Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: the device was returned, analyzed, and the incorrect recommended replacement time battery voltage measurements are the result of high internal battery resistance.

Event description:
It was reported the device had premature battery depletion with elective replacement indicated. The device was removed and replaced. No patient complications have been reported as a result of this event.